Manufacturer narrative:
Eua # (B)(4). There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1229282. Medical device expiration date: 02/18/2022. Device manufacture date: 08/17/2021. Medical device lot #: 1229291. Medical device expiration date: 02/25/2022. Device manufacture date: 08/17/2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd sars-cov-2 reagents for bd bd max¿ system 2 false positive results were obtained. Confirmatory testing was performed and the result was negative. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: customer reports negative controls and patients positive only for n1 target but negative upon repeat while using cat 44500301.

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref. 44500301) lots 1229282 and 1229291 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records of the bd max sars-cov-2 reagents indicated that lots 1229282 and 1229291 were manufactured according to specifications and met performance requirements. Customer complained of n1 positive results obtained for patient samples and negative controls but were reported negative when repeated. The database from instrument ct1348 was provided for the investigation. Since no sample identification was provided, all the positive results for which only the n1 target was detected, since october 25th, were extracted from the database. Sixteen samples were analyzed (9 patient samples, 2 controls and five unknown sample types). Manual pcr curve adjudication was conducted on the data received and it revealed that they were late and low, but true, n1 positive results. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, after reporting the issue, the customer modified the sample preparation workflow and no other false result occurred. There is no indication of an increase in complaints for discrepant results for the bd max sars-cov-2 reagents lots 1229282 and 1229291. The root cause was not identified. However, a contamination by the customer or sample at or near the lod could explain the customer¿s discrepant results. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a preventive and corrective action plan since no reagent issue was identified. Bd quality will continue to monitor for trends.

Event description:
It was reported while testing with bd sars-cov-2 reagents for bd max¿ system 2 false positive results were obtained. Confirmatory testing was performed and the result was negative. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: customer reports negative controls and patients positive only for n1 target but negative upon repeat while using cat 44500301.

Manufacturer narrative:
Eua # (B)(4). There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1229282. Medical device expiration date: (B)(6) 2022. Device manufacture date: (B)(6) 2021. Medical device lot #: 1229291. Medical device expiration date: (B)(6) 2022. Device manufacture date: (B)(6) 2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd sars-cov-2 reagents for bd (B)(6) system 2 false positive results were obtained. Confirmatory testing was performed and the result was negative. There was no report of patient impact. Eua # (B)(4). The following information was provided by the initial reporter: customer reports negative controls and patients positive only for n1 target but negative upon repeat while using cat 44500301.